Manufacturer narrative:
An event regarding a crack/fracture involving a mig, distal femur, axle was reported. The event was confirmed by product inspection. Method & results: device evaluation and results: visual inspection: the tibial component of a mig distal femur received, alongside the tibial bearing, bushing, bumper pad, axle and axle cap. Visual inspection of the returned tibial hinge component identified a fracture at upper third of the component. The right side of the component that helps to secure the axle, is broken. A significant piece of the component has broken off and corresponding groove lines are present on each the fractured pieces. The axle itself show discoloration on the upper third also, which may correspond with the point of fracture found at the tibial hinge. The axle also shows a fracture at the flange, the piece that broke off was not returned. Therefore, visual inspection of the axle cap, bushing, tibial bearing, and bumper pad did not identify any damage or non-conformity relevant to the reported event. Material analysis: a material analysis has been performed. The report concluded: in the section titled "3.1- visual and stereo-microscope examination" it states "the images depicted shows the end of the axle with clear evidence of the extent of damage on the axle. Nothing could be learned of the cause of fracture due to post fracture abrasion". Clinician review: a review of the provided x-rays by clinical consultant indicated: the implant in situ was for a mig distal femoral replacement. The surgery date for the original implant is (B)(6) 2013 but the implant was revised in (B)(6) 2020. The surgeon reported that the axle was broken. The x-ray images provided show that the femoral component was disengaged with the tibial component, this may due to the fracture of the tibial hinge. The axle was backed out and the axle cap can be seen aside of the implant. Therefore, the radiographic review cannot confirm the clinical report but can confirm that the implant needs to be revised. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 07 may 2020 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the images depicted shows the end of the axle with clear evidence of the extent of damage on the axle. Nothing could be learned of the cause of fracture due to post fracture abrasion" .the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right mig. Reason for revision: axle broken and provide an option for a tibial component. Please provide new axle and cap and x-small tibial component. Update 28oct20 - it was originally reported that the axle had broken. Upon review it was determined that the tibial component had broken. Update 25feb21: review of the visual inspection of returned devices confirms a previously unidentified fracture at the axle flange.